Manufacturer narrative:
A visual examination under magnification of the returned driver was performed. Torsional and oblique fracture patterns were found at transition of hex into radius. A torsional fracture pattern likely indicates an excessive twisting load (torsion), while the oblique fracture pattern likely indicates some side loading (bending) was also applied to hex tip. Additional mdrs associated with this event: 30251411-2018-00102: screw.

Event description:
During surgery, the driver tip broke off in the screw head and could not be removed. The driver tip was left implanted in the patient.